Event description:
It was reported that pt has not maintained the ipg as recommended. As a result, the charger can no longer communicate with the ipg. An sjm rep met with the pt and confirmed the charger and programmer could not communicate with the ipg. The pt has been using pain medication to manage her pain. He may undergo surgical intervention on a later date if the doctor feels it's in his best interest.

Manufacturer narrative:
Correction/removal reporting# 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.